Event description:
The device was implanted on 10/7/96, for infusion of fudr/heparin through the gastroduodenal artery for treatment of cancer. On 12/10/96, a MFR clinical specialist was informed by a facility nurse that "the device was removed (12/9/96) from the pt due to a device pocket infection." The facility nurse stated that "the device was showing through the device pocket." No further details are available.

Manufacturer narrative:
The MFR has made numerous attempts to obtain release of the device for analysis via the facility's risk management and the patient. Written communication (dated 1/16/97) requesting release of and consent for release of the device for analysis was sent to the facility and patient; however, the MFR has not received a response nor the device to date. On 1/31/97, the MFR's clinical specialist informed a MFR rep that the release/consent form had been delivered to the patient. The MFR's clinical specialist stated that this patient is 39 years of age and dying. Attempts to contact someone in the patient's family to obtain release/consent for return of the device for analysis have not been successful. Since the device is not available for analysis at this time, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR is now closing the further information regarding this incident become available investigation of this event.